Manufacturer narrative:
The reported event of set screw too loose was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed septum material in rv setscrew, consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the torque wrench was inserted into the septum and turned but failed to secure the connection. It was noted that the wrench was more difficult to insert than unusual. It was reattempted to fix however as unsuccessful. The device was removed and replaced.